Event description:
It was reported that during a cholecystectomy procedure, the firing trigger became hard to grasp on the way. Another device was used to complete the case. There were no adverse consequences to the pt. The doctor commented that the indicator bar had shown there had been the last one clip inside after the device had been fired about 10 times.

Manufacturer narrative:
(B) (4). (B) (4). Fired through lockout. Evaluation summary - the analysis results found that the el5ml device was received in good visual condition. When testing the device for functionality it was noted to be empty and the lockout was fired through. As the IFU states: "do not attempt to fire through the lockout. If the trigger is forced closed once the last clip lockout has engaged, the jaws may remain closed." We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.